Manufacturer narrative:
On an unreported date in mar 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause was not reported. The patient was treated with unspecified medications for peritonitis. Hospitalization and patient outcome were not reported. At the time of this report, pd therapy was discontinued. The reporter declined to provide additional information.